Event description:
(B)(4) study. Same case as MDR ID 2134265-2012-01896. It was reported that after a stenting treatment procedure, the patient experienced a myocardial infarction. The subject was enrolled into the (B)(4) study in (B)(6) 2011. The target lesion # 1 was located in the mid rca (right coronary artery) with 85 % stenosis and was 10 mm long with a reference vessel diameter of 3 mm. The target lesion # 1 was treated with pre-dilatation and placement of a 3.0 x 24 mm taxus element stent, with 0% residual stenosis. The target lesion # 2 was a long lesion extending from the distal lcx (left circumflex artery) extending to 1st obtuse (ob) marginal with 90 % stenosis and was 20 mm long with a reference vessel diameter of 3 mm. The target lesion # 2 was treated with pre-dilatation and placement of a 3.0 x 38 mm taxus element stent, with 0% residual stenosis. 1 day post index procedure and prior to discharge, elevated troponin values were observed in the post procedure lab results and a myocardial infarction (mi) was reported. An electrocardiogram (ECG) was performed. The subject did not experience ischemic symptoms. No other action was taken to treat this event. The event was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Age at time of event: around (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).